Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was dislodged. It was also noted that this right ventricular lead exhibited high pacing threshold and loss of capture. This rv lead was surgically abandoned. No additional adverse patients effects were reported this supplemental report is being filed because additional information was received indicating that the dislodgement was confirmed through xray. Moreover, the lead could not be repositioned due to calcification in the superior vena cava. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was dislodged. It was also noted that this right ventricular lead exhibited high pacing threshold and loss of capture. This rv lead was surgically abandoned. No additional adverse patients effects were reported.